Event description:
An aus device was implanted, date not provided. The pump was revised on 3/3/97. The entire device was removed from the patient on 3/27/97, due to recurring incontinence-a smaller cuff was needed, and replaced.